Event description:
As a result of the product notification effort under recall z-232-7. Ventritex learned that this person had died. No details regarding cause of dath were attainable from the physicians. Ventritex subsequently requested and received a death certificate. The certificate lists ventricular fibrillation as the immediate cause of death with coronary artery disease as a condition leading to the death. Co is not certain that the device contributed to this death. Co is reporting the death because co has neither the device nor any associated data or electrograms which would enable it to conclude that the device did not contribute to the death.